Event description:
The reportable evaluation finding of the plastic distal end cover had foreign objects was found on (B)(6) 2024. G3 in the medwatch updated to reflect the reportable finding date based on evaluation.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b1, e1, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: labeling. User may be able to detect the event by handling device in accordance with the following IFU. IFU: evis exera ii gif/cf type q165, q165l/I series operation manual chapter 3 preparation and inspection states detection methods. Olympus will continue to monitor field performance for this device.